Event description:
International customer reported that the device inflated faster than anticipated. Poor wound drainage was noted as only 10 ml drainage was obtained on the first day of use, where usually 50-60 ml of drainage is obtained. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the evaluation will be submitted in a supplemental 3500a form.